Event description:
It was reported that the cadd legacy plus pump alarmed for an upstream occlusion during infusion, despite the medication bag being empty while the pump displayed a remaining volume of 11.2 ml. The pump stopped earlier than expected. There were patient involvement and no patient harm. This malfunction could result in over-infusion or interruption of therapy and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.